Event description:
Customer reported pricking finger when using the device for a routine blood glucose test. Customer thinks the needle many have broken and remains in the skin. Customer went to the doctor. Doctor removed foreign matter from customer's finger. Doctor prescribed antibiotics. A request was made for return product and replacement product was sent.